Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/03/2015 with the following findings: during investigation, there was no defect found with the returned product. The keypad was fully intact and all the keys responded appropriately to user presses. The keypad cover was removed and there was no contamination found under the key contacts. The pump cover was removed and there was no evidence of internal moisture observed. The keypad latch was found to be closed and no damage was observed to the keypad flex.